Event description:
Patient came into the ed stating his cardiologist at the va informed him to go to the ed because of a possible lead issue, misplaced. No evidence of an atrial or rv lead issue. Rv lead is st. Jude, implanted 2012. All lead measurements are within range. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).